Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 432 mg/dl due to an insulin flow blocked alarm. During troubleshooting, the insulin pump was unable to prime. However, the customer disconnected the reservoir, reconnected the reservoir, and rewound the insulin pump. Afterwards, the customer was able to prime without incident. The reservoir was not returned for analysis.